Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with redness, itching and dependent edema along the surgical site approximately one month following a bilateral breast reduction. The pt was prescribed a six weeks regimen of intravenous vancomycin by the facility infection control for "trial" purposes. The pt has subsequently been discharged and is reported as "better."